Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed the device had been serviced within the last 12 months. Evaluation serviced the device for the same/similar allegation. Evaluation determined the cause to be ultrasonic sensor was out of the specification. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. During evaluation the device had system error 345 alarm which was verified through a review of the event history by the presence of 'system error 345' messages. The cause was identified to be an out of calibrated specification force sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.